Event description:
It was reported that this pacemaker device had one year remaining as of recent check. A longevity calculation with conservative settings was then performed and it showed that it has 8.5 years for this device. Additional information indicated that the battery diagnostic data indicated that the power consumption of this device has been increasing for over a year. The malfunction appeared consistent with another device that have had continuous average power increased. As of this time, this pacemaker device remains implanted. No adverse patient effects were reported. Additional information indicated that this pacemaker device exhibited premature battery depletion (pbd). This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device had one year remaining as of recent check. A longevity calculation with conservative settings was then performed and it showed that it has 8.5 years for this device. Additional information indicated that the battery diagnostic data indicated that the power consumption of this device has been increasing for over a year. The malfunction appeared consistent with another device that have had continuous average power increased. As of this time, this pacemaker device remains implanted. No adverse patient effects were reported.